Event description:
Instrument failure/primary surgery: due to the set screw breaking while trying to use the guide on the patient.

Manufacturer narrative:
The reason for this complaint was to report the breakage of the set screw while the surgeon was trying to use the guide on a patient. When the reported event occurred the instrument may have been in service for over 3.1 years. The healthcare professional indicated there was a 30 minute delay in surgery and another suitable device was available for use. The surgery was completed as intended. The device was returned to djo surgical for examination. Examination of the returned guide confirmed the thumb screw threaded tip has broken off (broken threaded piece not returned). The reported condition can be indicative of excessive torque applied via the hex driver and possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to instrument instructions for use (IFU) 0400-0146 "recommendations for the care and handling for djo surgical instruments. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. A review of the product complaint report history showed there have been 103 prior complaints reported against this part number; summary of investigations: 7 functional, 6 dull/worn, 1 fit, 1 locking mechanism damaged, 2 seized/galled, 11 threads damaged galled, 3 missing feature, 5 bent, 61 broke/cracked/damaged, 5 hardware missing/lost, 1 end of life. This is the fifth complaint against this lot number. A review of the device history record (DHR) revealed the product was manufactured to revision level specifications. This root cause of this event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. There are no indications of a product or process issue therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.